Manufacturer narrative:
D10 concomitant devices 4540193 (B)(6) - nv gxl linr, ntrl, 32mm ID, group 2 cups. 4882306 (B)(6) - biolox delta femoral head 32mm od, +0mm. 4967569 (B)(6) - nv crown cup clstr hole 52mm group 2. 4927497 (B)(6) - alteon 6.5mm screw, 20mm. 4643518 (B)(6) - alteon 6.5mm screw, 25mm. 4939264 (B)(6) - wedge plasma s/o sz 7. The product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 79 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Revision surgery operative notes were provided. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The most likely underlying cause for the revision reported is a combination of risk factors specified in hhe-2020-09-11-02. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. H6: corrected health effect clinical codes.